Event description:
It was reported that during a mastectomy procedure, a hair was found in an unopened plastic package. The unopened plastic package has been returned. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: upon visual inspection of the package, it was confirmed that a 1 inch long hair was present in the package seal, causing seal void/sterility breach. It could not be ascertained as to how the foreign matter/seal void was not discovered during the 100% visual inspection that takes place during the packaging process prior to shipment. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event, as all info reported to our company is critical to our continuous improvement efforts. Batch history records for batch f4nx0w, product code (B) (4), were reviewed. No protocols, defects, non-conformances or quarantine noted.